Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving morphine (20 mg/ml at an unknown dose) via an implantable infusion pump. It was reported that the pump was alarming over the weekend. The programming strip showed that the alarm was due to low reservoir alarm and empty reservoir. The hcp did a refill and aspirated 16 ml; the patient also complained of pain. Additional information was received from a hcp and rep on 2020-nov-03 indicated the cause of the empty alarm and 16 mls aspirated at refill was unable to be determined; however, they were unable to aspirate cerebrospinal fluid (csf) from the catheter access port (cap). No motor stalls occurred in the logs. Actions taken to resolve the alarm issue included resetting the alarm. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID a810 serial# unknown. Product type software product ID 8709sc serial# (B)(6) implanted: (B)(6) 2010. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2020-dec-15. It was reported that the patient's pump and catheter were replaced in 2020-nov. It was noted that the catheter "broke." No further complications were reported.

Event description:
Additional information received reported that there was no additional diagnostics and troubleshooting performed. The cause for the pain, the volume discrepancy and inability to aspirate the cap was unknown. There were no actions and interventions taken to resolve the issue. The event was not resolved but they would replace the catheter at some point.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.